Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: clips were spitting from the device. After removal from the patient, a doctor confirmed that the jaw could not be closed properly. It is unknown if all the dropped clips were retrieved of not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).